Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/08/2011. An actual sample was submitted for evaluation. A visual inspection was performed on the set and the results were satisfactory; all components were present, in the right position and complete. The sample was then submitted for underwater pressure testing, and a blockage between the tubing and the female luer was identified. The reported condition was confirmed. The root cause is attributed to human error; adding an excess amount of solvent during assembly when inserting the tube in the solvent dispenser. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink system y-type catheter set which was involved in a no flow. According to the report, the nurse was attempting to prime this set with normal saline using an unknown brand pre-filled luer-locking syringe, but could not get flow to initiate. The nurse then tried the second luer and the saline was able to flow into the set. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.